Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they are replaced with motor controller board intermittent due to 242.4030 error. Replaced damaged bottom rear case and corroded right,left iui. Lvp lifted keypad recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 20mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the lvp motor control board assembly. During servicing we identified motor control board fault which constitutes a reportable malfunction. There was no patient involvement. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported alarm - error codes / messages. Replaced motor mount and ail sensor but problem persists. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to electrical failure of the lvp motor control board assembly. A review of the device history record showed the device had a manufacture date of 20mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported alarm - error codes / messages. Replaced motor mount and ail sensor but problem persists. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes / messages. Replaced motor mount and ail sensor but problem persists. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes / messages. Replaced motor mount and ail sensor but problem persists. There was no patient involvement.